Manufacturer narrative:
(B)(4). Investigation summary: conclusion and justification status: the complaint states the patient was revised to address disassociation. A review of complaint databases identified previous complaints due to implant dislocation and disassociation however a lot specific search or review of manufacturing records could not be conducted as no lot numbers were received. The complaint was transferred to bioengineering to comment on and the following statement was received; it is not possible to draw any conclusions from this complaint as no product has been returned, no lot numbers are available, and no other documentation such as medical records, x-rays or images are available for review at the time of writing. Post market surveillance is per sep-419. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address disassociation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address disassociation.